Event description:
As reported: some haziness with device deployment. Ballooned with a 8 x 40 balloon. Post balloon a dissection was noted and an 8 x 48 covered stent was placed.

Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. A device lot history record review could not be performed as the lot number for the impacted device was not provided. Based on the information submitted, following a tavr, an 18f manta was deployed for closure in the right common femoral artery. Arteriotomy was noted as 8.0mm, with no medial calcification and a deployment depth measurement of 5.5cm. No complications reported gaining access, advancing, or withdrawing procedural sheaths during the case. A post-angiogram indicated a dissection of the vessel. Ballooning and covered stent were used to remediate the perforation. Dissections are a common large bore procedural complication; therefore, it cannot be determined if the dissection occurred prior to or during the manta deployment. The cause of the dissection is inconclusive. The following adverse events related to the deployment of vascular closure devices have been identified in the IFU: local trauma to the femoral or iliac artery wall, such as dissection; accidental positioning of some or all the collagen plug within the femoral artery, leading to ischemia or stenosis; and other access site complications leading to bleeding, hematoma, pseudoaneurysm, etc., possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include arterial damage and vessel laceration or trauma.